Manufacturer narrative:
(B)(4). Batch: r5966m. Investigation summary: the analysis found that one long60a device (a) was returned was returned with no apparent damage and with no cartridge reload present. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not closed. No functional test was performed due to condition of the device. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. While no conclusion could be reach as to how the knife was partially advanced, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during the laparoscopic sleeve gastrectomy surgery, could not fire the device loaded with a blue cartridge. Changed to a green cartridge, still could not fire. Changed another device with a green cartridge and still could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.